Event description:
Adverse event(s): "none reported" (no info). Product problem(s): "bed powered down between eyes" (loss of power). A technician reports the bed powered down between eyes. Additional info indicated the bed would not move after surgery on the right eye was completed. There was a delay of 40 minutes for troubleshooting the problem. The flap for the pt's left eye had not been made. At one day post-op the left eye ucva was 20/20.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4)